Event description:
Note: nurse stated that there was nothing unusual with the insertion, went very smoothly with no resistence. After informed consent was obtained, the right groin was prepped in the usual sterile fashion and anesthetized using xylocaine 1%. Dr put a 6-fr sheath in and advanced initially a judkins left catheter over a wire. Left coronary arteriography was visualized in multiple projections. The judkins left was exchanged for a judkins right and the right coronary artery was visualized. At the end of this, attemtped to obtain left ventriculography, and over a wire advanced a 6-fr catheter, daig, at the level of the aortic arch before crossing the aortic arch over a wire, observed disappearance of the head of the catheter. Looked in multiple views and there clearly was evidence of a flat tip of the wire consistent with detachment of the head, probably at the site of fusion of the shaft and the head of the pigtail catheter. The pt was very stable, and using fluoroscopy, found the head at the level of l1-l2 without compromise of blood flow to the lower extremities. Hemodynamically, the pt was stable and at this point used a #15 snare with the help of an interventional radiologist and via a 10-fr sheath after receiving 3,000 units of heparin, the pigtail catheter was removed successfully without any damage. Act at the time was 278. Co has sutured down the 10-fr sheath in the groin and it will be removed at a later phase with act is under 150. All of this info has been shared with the pt throughout the procedure. At the request of cardiologist transcatheter foreign body retrieval was performed. During the course of cardiac catheterization, a 6-fr pigtail catheter fractures inadvertently in the vascular tree with the distal 5-6cm of the catheter lodged in the mid-abdominal aorta. The pt was consented for the procedure after discussion of risks, benefits, and alternatives to the procedure. The indwelling 6-fr vascular sheath in the right common femoral artery was changed out over a 7j guidewire for a 10-fr x 30cm vascular sheath, which was positioned in the distal abdominal aorta. Through this the 6-fr catheter component of a 25-mm amplatz gooseneck snare was advanced over the wire to a point just distal to the fractured pigtail catheter segment. Through this 6-fr catheter was advanced the 25-mm loop snare. The catheter was successfully snared with one pass. It was easily pulled through the 10-fr vascular sheath and removed from the body with no difficulties or complications encountered. The pt tolerated the procedure well. The vascular sheath was left in place. Because the pt did receive 3,000 units of intravenous heparin, activating clotting times were to be monitored. Cardiologist and his staff are to remove the sheath when the act falls below 175 seconds.